Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Rep reported non-capture seen on hmsc from (B)(6) 2021. Non-capture can be seen as far back as (B)(6) 2018. Noise can also be seen in iegms on hmsc. Non-capture or noise could not be recreated in person at a check (B)(6) 2021. Sensing has trended up over the last year, pacing threshold has trended up since november 2020. Pacing impedance has trended up slightly in the last year. Rep will present data to physician to decide next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.